Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient battery shows signs of end of life. The patient underwent a battery replacement surgery and doing well post operatively. No device malfunction was suspected and the explanted device was discarded by the facility.